Event description:
Caller alleged false negative hcg results. Results as follows: last menstrual period: (B)(6). Specimen: fresh sample, amber in color. Test was done within minutes of obtaining specimen. Urine specimen was discarded. Pt reported that she was found to be pregnant per ultrasound at an ob/gyn approx a week later with a gestational age of 5 weeks-3days.

Manufacturer narrative:
Investigation pending.